Event description:
Per the biomedical engineer, during surgery, the doctor was shocked twice on the hand. The patient was not hurt or affected in any way. The biomedical engineer stated that when he tested the unit that he did not find anything wrong with it; unit's readings were all within specifications.

Manufacturer narrative:
The system 2450 was not returned to conmed for evaluation as the biomedical engineer found the device to be within specifications. The device was evaluated at the user facility and alleged failure could not be duplicated; cause of event unknown.